Event description:
Sales rep. Called and informed that a patient will come to see the doctor tomorrow ((B)(6) 2014). Patient is presenting some type of swelling on her chest that they believe it is associated with a shunt and catheters that were implanted approximately one year ago. Sales rep. Will provide more information when available. On (B)(6) 2014, the sales rep. Provided the following additional information: the patient came to the doctor's office yesterday ((B)(6) 2014), and was no longer presenting the swelling on her chest as initially reported. The doctor believes that the swelling could be caused by the ear's infection that she was having. The doctor also checked the certas valve to ensure that it was on the correct setting of '4'. Doctor confirmed that the valve was on the correct setting of '4'. Doctor ordered a CT scan for the patient and a follow-up visit within two weeks. Sales rep. Also informed that the product code and product lot numbers are unknown.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.